Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. Reportedly, the pump was emitting call service 052 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/03/2016 device evaluation: the device has been returned and evaluated by product analysis on 01/21/2016 with the following findings: call service 052 alarms were observed in the pump's black box and alarm history on the date of the complaint. The pump was run on a 24 hour basal program with no alarms. The pump was opened and the transceiver flex connector was not plugged in. The alarm was duplicated when attempting to pair the pump with a meter. The transceiver flex was resucured and the pump resumed normal function.